Event description:
Event description cpi received information that a patient with this atrial bipolar lead (4271) had experienced intermittent loss of atrial sensing. The (4271) had dislodged, and was repositioned. The lead remains active.